Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power error detected. The customer's blood glucose level was unknown at the time of the incident. The alarm was not resolved. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement test, sleep current measurement and active current measurement. Pump error 25 alarmed while monitoring and pump error 25 alarms were triggered when the lithium backup battery was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for on electrical board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the device functioned properly during testing as shown in the power management graph. The device was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly damaged keypad overlay texture.